Event description:
Robotic conversion to bypass - "I, (B)(6), met with the surgeon on (B)(6) 2012, after hearing about the referenced case. We learned add'l info today as a result of direct contact with the staff in the case. Surgeon utilized cff71 as the camera port for a bariatric robotic procedure on (B)(6) 2012. This is the only applied trocar used to the case. The surgeon used add'l robotic trocars and other non-applied trocars for the procedure as well. Surgeon explained that the cff71 trocar slipped out during the case and at that point was slid back in. When asked, the surgeon did not recall if he had inflated or deflated the balloon at anytime during the procedure. As a general practice this surgeon does not close his 12 mm port sites and that was consistent in this case. Surgeon then explained that several days later, he had to go back in laparoscopically when it was identified that the pt had a port site hernia. Procedure was completed and pt is doing well. Surgeon admitted that he could not confirm it was the applied device that caused the hernia, but it was the only variance in his normal technique. We learned today from staff members present in the case that the balloon may have been inflated in the peritoneal space at the time of trocar insertion. It was also suggested the trocar was removed at the end of the case without deflating the balloon. No applied team members were present at either case."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted then the supplemental report will be submitted to the FDA.